Event description:
Procedure: laparo appendectomy. According to the reporter: at the 1st firing, the staples were malformed and bleeding occurred. Since the bleeding would not stop, the procedure was converted into open. Amount of bleeding: less than 200 cc. There was tissue damage. Unanticipated tissue loss: unk. Nothing fell into cavity. Pt is under observation. Operating time extended: more than 30 minutes. Pt age, weight and gender: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).